Event description:
It was reported the speaker was not functioning. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer who was onsite. The customer confirmed there was no sound at all and the unit gave a "speaker malfunction" message. The customer noted there was no sound even when the speaker inoperative message was displayed. The customer was provided with a replacement speaker to resolve the issue. After the speak assembly was replaced, the unit returned to specification. No further investigation or action is warranted at this time. Reporter information: (B)(6).